Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereoscopic viewer (hrsv) to resolve the vision issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed that there was a defect in the main board of the hrsv. The electronic and fiber-optic components were not working properly. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, the surgeon did not have right eye image. The technical support engineer (tse) asked the customer to power cycle the system or try another endoscope, and the site stated they had already power cycled the system and the endoscope was working properly. The tse also recommended to check the blue fiber cable on the back of the surgeon side console (ssc), but the customer stated right away that all cables were tight. The tse viewed the system logs and noted no errors for the issue. The site continued with the case but was planning to clean the fiber cables to attempt to resolve the issue. The procedure was completed with no reported injury.